Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had time clock anomaly. Customer's blood glucose at time of incident was unknown. Customer pump is switching from am to pm and switching from 12 hour to 24 hours. Customer stated the loss is greater than 3 minutes within 10 days and loss greater than 9 minutes within 30 days. Customer was advised that pump will need to be change. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. Customer was treated with food. Customer refused the service of emergency medical service. Customer is with the doctor.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was programmed with the current time and date and was monitored for four days. The time had not drifted and was accurate. The time and date function performed properly. No unexpected switching of am to pm or 12 hour to 24 hour was noted. No time or clock anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.